Manufacturer narrative:
Updated field: b4, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The equipment reported loop leakage during operation and could not work normally. After testing, it was determined that the drive valve group was faulty. After replacing a new manifold drive (d104-00-0018), a comprehensive test was carried out. The results met the factory requirements and confirmed that the equipment has been repaired and can be used clinically.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restriction event site full name: (B)(6).

Event description:
It was reported that during operation cs300 intra-aortic balloon pump (iabp) loop leakage. There was no patient involvement.